Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the sterile catheter packaging was already opened when the catheter was removed from the box. Upon receipt, the catheter was visually inspected and it was found in normal conditions .the pouch and the package were not returned for further evaluation. However a picture was provided and it can be observed that the seal is open on the proximal end of the package. Also sealing evidence was observed on the nylon area where residues from tyvek coating were present. This indicates that sealing process was performed. There were observed also wrinkles on the tyvek, which suggested that there was some level of stress put on the pouch which could have been caused by forcing the trayed catheter through the chevron end. A process evaluation was conducted for potential damage to chevron area. The current manufacture process includes precautions against seal damage. Additionally as part of the process seal inspections are reinforced. These inspections are in place to prevent this type of damage from leaving the facility. Base on this investigation it can be concluded that it is very unlikely that the open pouch happened inside the manufacturing facility. No other complaints were found also there were no units available on the inventory for further analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review was extended to the pouch lot number and no anomalies were found related to the complaint as well. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However it does not appear to be related to the manufacturing process.

Event description:
It was reported that during an afib - paroxysmal procedure, when the customer removed the catheter from the box, it was noticed that the sterile catheter packaging was already opened. The customer opened a new other catheter to complete the case without any patient consequence. No product malfunctions have been reported during this procedure.